Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap appendectomy. According to the reporter: the trocar was part of a kit kit-appendix-b lot n751298. At first access to abdomen, the obturator was pulled out and the optic inserted. At pulling out the obturator small blue parts came out with the obturator. In the abdominal several small parts were detected between the intestinal loops. The parts were removed, but the surgeon is not certain if all part were retrieved. The procedure was continued with the same trocar and the abdominal rinsed and sucked thoroughly. The surgical time was not extended by more than 30 minutes. There was no adverse event reported. The current patient status is fine.

Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of one photograph of a device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. The visual inspection of the photograph and sample noted that a piece was disengaged from the device. The fragment is a piece of the circular seal that was cut. The returned photograph as received was found not to meet specifications. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. No enhancements or improvements were generated for the reported condition. Subsequently, the complaint data did not display an increased trend. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).